Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the non-patient sleeve falls off after the nurse finished drawing blood. There was no health impact or consequence reported.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, the non-patient sleeve falls off after the nurse finished drawing blood. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The customer photo shows a device with the sleeve detached from the np cannula. Additionally, functional tests were conducted on 30 retained samples. All samples passed the tests with no evidence of side pierced sleeves, poor sleeve recovery, sleeve leakage, or sleeve fall off during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve fall off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.